Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 17 years 1 month post implant of this mitral bioprosthetic valve, a non-medtronic transcatheter valve was implanted valve-in-valve due to regurgitation and structural valve deterioration. No additional adverse patient effects were reported.